Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting and lens opacity (anterior subcapsular), which was noted on (B)(6) 2015. The patient experienced blurry vision. Cataract surgery was performed and an iol was implanted. At last post-op visit on (B)(6) 2016, the patient's best-corrected visual acuity was 20/15.

Manufacturer narrative:
Additional information: device evaluation - product evaluation found that the lens was returned dry in lens case/vial. Clear surgical debris was present on the product. Visual inspection found that the haptic was broken. Dimensional inspection found that the lens measurements were within specifications. (B)(4).